Manufacturer narrative:
(B)(4). Device analysis: the el314 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition after further analysis on the device it was noted that the knob was difficult to rotate. No functional test was performed due to the condition of the returned device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The batch history records were reviewed and sorted by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Event description:
El414 cannot hold the clip lt400. The clips are dropped when surgeon lifted the clip applier. The clip applier cannot rotate as well. There were no patient consequences.